Manufacturer narrative:
Date inaccurate, only the year is valid. Section d11 information references the main component of the system and other applicable components are: product ID: 3986ilc, lot# n26380, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient's device hadn't worked for the last 5 years(which was a sudden change in therapy/symptoms) and before that they only used the stimulation intermittently. They think the lead might have came loose and believed the battery should still be good. It hurt the patient to sit and drive and they decided they should at least try to get the device checked. The patient noted that one day a horse threw them off and they think they landed funny on their tailbone and that was when the pain initially started. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was wasn't doing anything that led to their ins not working. The patient was just standing and it started pulsating and then quit entirely. Nothing has been done to resolve the patient's possible lead migration. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.